Event description:
It was reported that there was extended hospitalization. A ranger balloon was selected for use in a procedure. The patient was not discharged from the hospital until 30 days after the procedure.

Event description:
It was reported that there was extended hospitalization. A ranger balloon was selected for use in a procedure. The patient was not discharged from the hospital until 30 days after the procedure. It was further reported that the patient was not discharged until 30 days after the procedure due to severe lower limb ischemia and treatment for ulcers in both legs. Bone removal surgery was performed for left first finger. The physician assessed the relationship between the device and reported event as 'not related'.